Event description:
The account alleged that the head section would not go down. No injury reported.

Manufacturer narrative:
The technician found if you stood directly behind the stretcher and pulled either release handle the head would release. Issue was if you were standing to either side of the stretcher and pulled the release handle the head section would not release. The technician adjusted the release cable to resolve the issue.